Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported during preparation for the impella implant, staff went to put a slight curve on the impella guidewire, and the wire curled excessively. Local support confirmed the staff did not put excessive force on the wire in any manner. The curled wire was discarded and a new impella wire was used successfully. Additionally, multiple attempts were made to advance impella and position, but the staff were unable to do so due to aortic arch anomaly. Decision made to abort procedure and consult the doctor for impella 5.5 placement for complex pci procedure.

Manufacturer narrative:
The investigation into delivery issues/product damage (guidewire) has been completed. The product was not returned for evaluation. The root cause of the delivery issues/product damage is most likely due to use since the product was visualized prior to preparation for use and the team did not identify any issues.